Event description:
The patient was transported from the critical care medical unit (ccmu) for CT while on the ventilator due to the high settings required to ventilate. When we arrived, I (the respiratory therapist,) plugged both the oxygen tubing and power cord into the wall. The ventilator performed well during the entire CT. When the scan was over, I unplugged the oxygen tubing from the wall and plugged it back into a full oxygen tank. When I unplugged the power cord from the wall the ventilator kicked into battery back up mode, as it should, displaying a full battery on the screen. Suddenly, the ventilator monitor screen when blank, however, the ventilator was still ventilating the patient. Her spo2 was stable during this time. I hurried to plug the ventilator back into the wall and the screen turned back on. When I unplugged the ventilator once more the battery showed that it was completely charged, which will last up to 4 hours. The team began to transport the patient back to ccmu with no complications. Once we reached ccmu, the ventilator screen went black once more. The ventilator continued to delivered breaths throughout this time. We had to quickly get a replacement ventilator into the room to ensure the patient was ventilating correctly.